Event description:
Intermittent occlusion alarms were reported by the customer. There is no adverse impact to the customers blood glucose level. To resolve these occlusion events, the customer consistently changed the infusion set and cartridge, resuming insulin afterwards. Technical support decided to replace the pump and the customer reverted to manual dose injection for insulin therapy.